Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut in 3 pieces as a consequence of the explant procedure. Microscopic inspection did not identify any anomalies or damage that would contribute to the reported issue. There were indications the lead had been fully inserted and secured inside the header of the ipg. Continuity testing of the lead segments passed on all channels. The root cause of the reported issue could not be determined.

Event description:
Product manufacturer reference number: 3006705815-2021-00562, and 3006705815-2021-00563. It was reported that the patient was experiencing ineffective therapy since they were implanted. Programming was attempted without success. As a result, the system was explanted on 5 feb 2021.